Event description:
It was reported that the patient's right hip was revised. Intra-operative observations/ reports included: bent and chipped trunnion, moderate amount of black tissue in patient. The stem, head and liner were revised to a restoration modular stem construct, ceramic head, adm/ mdm poly liner, mdm metal liner. Rep confirmed there are no allegations against the revised poly liner. Rep does have some pictures to provide and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding disassociation involving an unknown 36 +5 lfit metal head was reported. The event was confirmed for disassociation based on medical record and fretting based on inspection method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant was rejected indicating: right hip revised. Bent and chopped trunnion. Stem, head and liner revised to rest. Mod. Stem, ceramic head, adm/mdm liner." Undated, unlabelled x-ray ap right hip - uncemented tha - stem and acetabular shell nominal, head in acetabular component, trunnion disassociated and dislocated from head.no clinical or pmh, no patient demographics, no operative reports, no examination of explanted components.a single x-ray is insufficient data from which to create a medical report on this case. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: although the lot code was not provided, the device description of size and offset , the (B)(6) 2009 date of implant and hazard/harm combination, suggests that the device is in scope of the lot specific voluntary recall ra 2016-028 which was initiated for the lfit v40 cocr heads. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.¿

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Not available.

Event description:
It was reported that the patient's right hip was revised. Intra-operative observations/ reports included: bent and chipped trunnion, moderate amount of black tissue in patient. The stem, head and liner were revised to a restoration modular stem construct, ceramic head, adm/ mdm poly liner, mdm metal liner. Rep confirmed there are no allegations against the revised poly liner. Rep does have some pictures to provide and confirmed that no further information will be released by the hospital or surgeon.